Event description:
It was reported that during a procedure, the twinfix anchor handle came loose when the screw was tightened. The first hole had not yet been drilled before the handle became loose. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per an additional response from the customer, it was specified that it was the handle of the device that became loose; therefore; there is no risk of any pieces/fragments to fell off inside the patient. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a procedure, the twinfix anchor came loose when the screw was tightened. The first hole had not yet been drilled before implant rupture. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.